Event description:
It was reported that the ilet charger was not functioning, as the device did not charge despite verification of proper seating on the charger and attempts with an alternate power outlet, and a replacement charger was arranged. Customer care provided support which included remote user guidance. Investigation of this case revealed a charger that did not deliver power. Symptoms included no clinical effects. Outcomes included replacement supplies shipped without injury reported. It was concluded that the charger malfunctioned and a replacement was provided.